Manufacturer narrative:
Corrections: d1, d4, e4. The investigation of the reported failure mode has been completed. The device was received for investigation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis: no physical damage was noted on the returned product. Data log shows the placement signal and pump flow trending downward during the time of reported hemolysis. No positioning issues were noted. As per the clinical report, hemolysis was reported on (B)(6) and was stated to be resolving the next morning. Clinical details suggest hemolysis was managed with volume monitoring. The cause of the hemolysis was most likely patient condition related to low blood volume. Access site bleeding: no damage was noted on the returned product. The repositioning sheath passed leak test with a maximum pressure of 200 mmhg. The cause of the access site bleeding issue was not determined since no defect found on returned product and sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that the patient encountered some oozing at the site, intermittent ventricular tachycardia (vt) and hemolysis during support. No treatment for the site oozing was mentioned. Vt was experienced by the patient intermittently one night and hemolysis eventually cleared.